Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a device replacement procedure, an increase in threshold was noted on the right ventricular lead. Diagnostic imaging was performed to review the lead and externalization was noted. The lead was capped and replaced and the patient was in stable condition.